Event description:
It was reported to boston scientific that during a therapeutic hydrothermal ablation (hta) procedure, there was a persistent leak around the cervix from the beginning of the procedure. The machine kept alarming indicating that there was a leak and the procedure was cancelled. It was reported by the user that the water was not hot enough to cause a burn and due to the leaking water the procedure was cancelled. The customer also stated that the patient did not receive any burn form the procedure.

Manufacturer narrative:
Functional testing was performed and the unit operated properly. The evaluation did not identify any failure of the product to meet its material, assembly or performance specifications. Unable to determine the cause of the event.